Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation along with both cables. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported issue. When connected to verathon's test equipment, both cables functioned as expected and only showed slight signs of wear. The monitor also functioned as intended and the tsr could not replicate any issue approximating the laryngoscope's light cutting out or the laryngoscope dismounting. The customer's monitor and both cables passed verathon's device functionality testing and confirmed to be within specification. The customer's laryngoscope that was connected to the monitor during the reported incident was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor and both cables were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 10-inch monitor, the light at the end of the connected laryngoscope cut out during a case. They reported trying two different laryngoscopes and the same issue occurred. It was further noted that the laryngoscope would dismount. No delay in procedure, use of a backup device, or patient harm was reported.